Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: received a used suture thread fraction in open packaging. Analysis and results: there are no previous complaints of this code batch. Visual appearance of the open sample received, it was evident that it was used and only a fraction of 10 cm is received. (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on this product.corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). During surgery with the surgeon, performing a circumcision, the thread breaks in half. The surgeon changed suture, used ethicon chromic 4/0 sh.